Manufacturer narrative:
Conclusion: while the devices were not returned for physical investigation, hematomas and pseudoaneurysm are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade mvp for one device and the other device pulled through the access site while the user was attempting to gain temporary hemostasis. Additional pressure was successfully applied during the patient's return to the hospital the day after the procedure to press out the hematoma and to correct the pseudoaneurysm. It should be noted that while the hematoma occurred on the right side of the patient and could be related to the closure procedure, the pseudoaneurysm occurred inside the right femoral artery while the closure device was utilized only in the right femoral vein.

Event description:
On (B)(6) 2021, 2 vascade mvp device was selected for closure and inserted into a 11f sheath and an 8f sheath on the right groin. There was no issue with collagen deployment in the 8f sheath. For the 11 f sheath, the disc was deployed, the sheath was removed, but when attempting to gain temporary hemostasis, the device pulled through the access site and the staff reverted to manual compression. Patient was given 4 hours of bedrest and then discharged. The next day ((B)(6) 2021) the patient was putting on pants and felt a pop on the right groin followed by pain in the right leg. Patient went to a different hospital and she was found to be presyncopal (feeling like patient was going to faint) and with blood pressure of 80/50. She was given pain medication, IV fluids and 2 units of pack red blood cells and kcentra. Patient returned to original hospital. CT scan showed a moderate to large size subcutaneous and intramuscular hematoma at the anteromedial aspect of the right upper thigh measuring at least 15 x 6x 2 cm. Right inguinal hematoma. The hematoma extends through the subcutaneous tissue of right upper thigh medially, right groin, right lower quadrant, and right flank. A small pseudoaneurysm of small caliber right common femoral artery measuring 8mm was also located. (Note: closure devices used on right venous access). A pressure bandage was applied and she was given 2 additional units of pack red blood cells and monitored. No additional intervention occurred aside from additional pressure and the pressure bandage to correct both the hematoma and the pseudoaneurysm. Patient was discharged on (B)(6) 2021